Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the device was returned analyzed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received three inappropriate shocks due to oversensing of noise. There was also an untreated episodes stored within the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was brought into the clinic where it was found that the noise was reproducible. An x-ray was taken which showed the s-ICD and electrode to be in good position. A revision procedure was performed where the electrode was repositioned. After the revision there was no noise present. However the next day the patient presented again after receiving another shock. Upon interrogation it was noted the shock was inappropriately administered for t-wave oversensing. Subsequently the patient underwent a second procedure where the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.